Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited noise on the rate/sense channel. The noise was oversensed and resulted in pacing inhibition and delivery of an inappropriate shock. A chest x-ray was obtained and there did not appear to be any damage to the lead. The patient was scheduled for further evaluation at a later date. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available and records indicate these products remain in service. Should additional information become available this report will be updated.

Event description:
Additional information was received indicating the patient received a second inappropriate shock due to oversensed noise on the rate/sense channel. The oversensed noise resulted in a three to four second pause in pacing. It was reported the patient is pacer dependent, however was asymptomatic. An invasive procedure was performed. The rate/sense portion of this lead was capped and replaced. The device was explanted and replaced with a cardiac resynchronization therapy defibrillator (crt-d). No adverse patient effects were reported.

Manufacturer narrative:
The shock portion of this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.